Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not turn on. It was noted that some lines of the touchscreen were not active and did not respond to the stylus. It was also noted that the power supply was defective. It was further noted that the bullet assay and the cord bay latch was broken. Furthermore the cooling fan was noisy and the lower left and right hinges were worn. The programmer was scrapped at service and repair as the parts required for repair were no longer available. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was returned to service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.